Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2016. On (B)(6) 2016, one day post-surgery, this patient was diagnosed with vitreous hemorrhage in the implanted eye. On (B)(6) 2016, the patient underwent a vitreous chamber washout in the implanted eye. The patient was discharged from the hospital on (B)(6) 2016. On (B)(6) 2016, the surgeon reported that the vitreous chamber was clear and the patient was not experiencing any pain. There was no defect or malfunction of the device associated with this event.